Manufacturer narrative:
H2, correction: d3 updated. Additional information added to b5. D1 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there were no actions taken to repair the breach. There were no actions taken to treat the patient's bilateral leg weakness. The leg weakness has not resolved. The site had not taken another registration with the imaging system, but the instrument tracker was re-registered. After re-registering the instrument tracker, the issue resolved. It was suspected that the instrument tracker was the cause of the inaccuracy.

Manufacturer narrative:
H3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site had an alleged inaccuracy while in surgery. The site had taken an imaging spin to register the patient. Then, the site used the black tracker to register a kyphon needle for navigation. After completing the first pass, they found that they were 3 mm off medially and had a breach at right t3. The site reregistered the tracker and was able to complete the other three passes without issue. There was no surgical delay. Additional information was received. There was a five minute surgical delay. The patient experienced bilateral leg weakness.